Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012484399 was returned and analyzed. Visual inspection revealed the catheter was received with the guidewire threaded through. Despite attempts to soften the guidewire lumen with disinfectant to dilute potential dried blood, the slide control function remained stiff, limiting its full range of motion. The steering function remained unaffected, with the distal catheter tip rotating approximately 170° in both directions. The catheter was reprogrammed before connection to the generator via a test catheter interface cable, and therapy deliveries were successfully performed. X-ray imaging showed entangled wires in the shaft area. Hipot verification of the integrity of electrode wire insulation and testing for electrical continuity revealed intact electrode wires without any detachment or breakage. In conclusion, the reported array inversion was not confirmed during analysis; however, the catheter failed returned product inspection due to entangled electrode wires. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the pulsed field ablation catheter, there was an alleged product issue involving catheter array inversion. The physician experienced difficulty maneuvering and wiring the right superior pulmonary vein (rspv) and felt resistance when advancing the array slider. Additionally, there was an inability to use the slider to withdraw the array into the sheath. The physician noted that the catheter appeared to flip on fluoroscopy, but was able to complete the ablation without issue. The array flip did not affect pulse application. At the end of the procedure, the physician was unable to withdraw the array into the sheath using the slider. Troubleshooting steps included advising the physician to advance the catheter, rotate it clockwise, and manually pull it back into the sheath, which successfully allowed the array to be withdrawn and safely removed from the left atrium. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.